Manufacturer narrative:
Evaluation summary: the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation.

Event description:
It was reported that the device was used during a rectum cancer resection procedure, the blade stopped working. Changed the use electronic blade to finish the or. There was no pt consequence.